Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The actuation button was depressed approximately 1 inch inside the tool. There were no signs of tampering or damage; therefore the root cause is undeterminable because the event occurred during the use of the device and the procedural operation is unavailable for our review. The device was returned with a broken actuation button and a fully deployed needle, therefore we are unable to confirm the reported complaint. The complaint is confirmed for the analyzed break. (B)(4)

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm was unable to function by pushing the button after releasing the safety lock button. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm was unable to function by pushing the button after releasing the safety lock button. A replacement device was used to complete the procedure. The hospital did not report any patient effects.